Event description:
Customer's meter allegedly not starting the test. They did take their oral medication (s) for diabetes. There was no evidence of an adverse event, based on the info provided. The strips were replaced due to an unresolved issue.